Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-12841. The report was submitted in error., corrected data: corrected information provided in h10.

Manufacturer narrative:
Information was received on 28-dec-2021 indicating that there was no patient involvement in this event. Device evaluation: one smiths medical medfusion pump was returned for analysis with cracked bottom case and cracked right plunger case. Event log history was performed and indicated that backup audible alarm post was recorded in history. During analysis, the reported issue was able to be duplicated, 'backup audible alarm post' was found at power up. It was noted that the main board did not operate as intended (blue high profile supercap present) and was the cause of the reported issue. Service replaced main board, performed power up process, preventive maintenance and all functional tests which passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited backup audible alarm. No adverse effects were reported.